Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the temp rate screen became frozen on the pump and the customer was unable to clear it. During troubleshooting with tandem technical support, a pump reset was performed and the customer was able to clear the screen, however the pump touch screen was still unresponsive on the "back" button. Customer's blood glucose level was 93 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.